Event description:
Reporter indicated during an office visit, the pt's systems diagnostics test resulted in high lead impedance indicating possible lead discontinuity. The pt underwent a vns system replacement. The lead was returned in seven pieces. Two lead discontinuities were identified on two portions of the lead returned. Analysis was performed on the returned lead portions and the reported high lead impedance condition was verified. During the visual analysis on one portion of the lead, a quadfilar coil break was found on the positive quadfilar coil. Visual analysis identified the quadfilar coil break as having extensive pitting which prevented identification of the coil fracture type. During the visual analysis on a second portion of the lead, a quadfilar coil break was found near the end of the electrode bifurcation. Visual analysis identified the quadfilar coil break as a fatigue fracture with mechanical damage and no pitting. Electrical and visual testing performed on all remaining pieces of lead returned did not show any anomalies.

Manufacturer narrative:
Two coil breaks were identified in analysis. Device failure occurred but did not cause or contribute to serious injury or death.